Manufacturer narrative:
Citation: deharo et al. Impact of sapien 3 balloon-expandable versus evolut r self-expandable transcatheter aortic valve implantation in patients with aortic stenosis: data from a nationwide analysis. Circulation. 2019 nov 16. Doi: 10.1161/circulationaha.119.043971. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the outcomes of transcatheter aortic valve replacement (tavr) with balloon-expanding (be) and self-expanding (se) transcatheter valves at a nationwide level in france. All data were retrospectively collected from a nationwide french administrative hospital-discharge database between january 1, 2014 and december 31, 2018. The initial study population included 31, 113 patients; however, after matching on baseline characteristics the study population was reduced to 20,918 patients. Medtronic evolut r bioprosthetic valve (no serial numbers provided) were implanted in 10 ,459 patients (predominantly female, mean age 83.2 years). Among all patients, during follow-up with a mean of 358 days, 2622 all-cause deaths occurred (1270 in the be group and 1352 in the se group). Those characterized as cardiovascular deaths included 567 in the be group and 651 in the se group. Multiple manufacturer¿s products were implanted in the study population. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: stroke, heart failure with rehospitalization, and permanent pacemaker implant. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.